Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained ventricular events were observed. The noise appeared regular and could represent physiologic signal. Therapies have been turned off and that the patient is wearing a life vest. Patient is asymptomatic and has been scheduled for lead replacement patient is currently in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
New information states that during lead extraction, dislodgement was observed. It was suspected to be the cause of the noise. It is unknown if the lead was explanted or capped. The lead and ICD replacement procedure is scheduled for jan 24, 2017 since they have to coat the new devices due the patient¿s allergies. The patient keeps using the life vest and is in stable condition.